Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 19 mg/dl. Low bg cause was not known. Customer consumed orange juice provided by spouse to address the issue and went to the emergency room. Customer was treated with "sugar IV [intravenous line]" and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.